Event description:
Coolsculpting on lower abdomen resulted in pah. Treated area became rock hard after 6 weeks. After numerous complaints, (B)(6) in (B)(6) agreed to file a claim with zeltiq. Required surgical removal which meant 6 months recuperation, lost wages. Healthy exerciser non smoker non drug user non alcoholic drinker no cancer.